Event description:
It was reported that the ventilator while connected to a pt generated two technical error codes, one indicating disabled valves and the other indicating an internal memory error and ventilation stopped. There was no pt harm. (B)(4).